Manufacturer narrative:
"Adverse event" should of been selected in the initial report. "Required intervention to prevent permanent impairment/damage (devices) " should of been selected in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a cardiac perforation caused by the right ventricular lead. The perforation was confirmed with echo. The patient's right ventricle was repaired, and the right ventricular lead was repositioned on (B)(6) 2020. The patient was stable after the procedure.